Event description:
A caller reported a tandem mobi cartridge alarm, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer experienced a malfunction and reset the pump with guidance over the phone. Afterward, the customer was able to load a new cartridge without the alarm occurring again, and no further action was required.